Event description:
It was reported that the device exhibited undersensing of r-waves during arrhythmia episodes, likely due to low amplitudes and automatic gain control (agc) not adjusting quickly enough. The device and leads remain in service. No adverse patient effects were reported.